Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 585 mg/dl associated with an alleged loss of prime issue. It was reported that the patient was in the hospital on (B)(6) 2018 due to an unrelated issue of a blood infection and doctors took the patient off the pump on the next day. The patient stated their bg level was as high as 585 mg/dl but was unsure if that was before they were taken off the pump. The patient also reported that they had ketoacidosis (dka) 3-4 weeks before the complaint. During troubleshooting with customer technical support (cts), it was revealed that the patient inserted cartridges with cold insulin and refilled or reused cartridges which are training misuses and which potentially caused the loss of prime issue. It was also revealed that the loss of prime occurred 2 or more times. The user was educated on loss of prime warnings and cartridge use per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.